Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2010 and subsequently expired on (B)(6) /2010 after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving three separate products; associated mdrs # 1225714-2013-01979, 1225714-2013-01980, 1225714-2013-03560, 1225714-2013-003561, 2937457-2013-00388, 2937457-2013-00389.

Manufacturer narrative:
This is one of six device reports related to this patient; the associated MFR report numbers are: 1225714-2013-01979, 1225714-2013-01980, 1225714-2013-03560,1225714-2013-003561, 1225714-2013-00388, and 2937457-2013-00389. Additional info has been requested and will be submitted upon receipt accordingly.